Event description:
It was reported by service report that the extension spring is missing which affected raising and lowering of he cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.